Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the patient experienced a viral infection and developed a pocket of fluid near the implant. The fluid was drained, however, the issue did not resolve. The patient was hospitalised and treated with IV antibiotics and the device was explanted on (B)(6) 2023.